Manufacturer narrative:
Eval: the samples have been sent to the manufacturing site. A f/u report will be filed upon the completion of our investigation. A review of our complaints database reveal no other reports on this device lot number.